Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a report that the device does not turn on. Upon review of the event history, quality engineering identified damaged battery alarm to be the determined condition. This had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Device evaluation: the determined condition of a colleague infusion pump with a damaged battery alarm was confirmed during product evaluation in the pump's event history. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: the root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4): the customer returned a colleague infusion pump to baxter with condition of does not turn on. During evaluation the reported problem was not confirmed or reproduced. However quality engineering identified a damaged battery alarm. The determined condition of a damaged battery alarm was confirmed during product evaluation in the pump's event history. The root cause of this condition was assigned to depleted main batteries. The main batteries were replaced to correct the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition.